Event description:
It was reported that there was a device charge circuit inactive message. The device remains in use and technical services recommended replacement immediately since the device will be unable to deliver therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead: implanted:(B)(6) 2005; a 4194 lead: implanted: (B)(6) 2005. (B)(4).